Event description:
The customer reported the instrument generated a normal differential result and did not flag for the presence of blasts, for one patient, involving the unicel dxh 800 coulter cellular analysis system. The customer stated the patient's differential was manually counted and blasts were discovered on the slide. The customer indicated the errors occurred in manual operation mode. The customer did not report the original differential results. The manual differential results were reported out of the laboratory as correct. There was no patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
Additional information: the field service engineer (fse) performed an instrument vip verification and inspection procedure) and optimization, which included: defragmentation on workstation computer hard drives, mtm (multi-transducer module) calibration, nrbc al2 whole blood calibration procedure, replacement of bsv (blood sampling valve) blood detector, performed blood detector verification procedure, performed sam (sample aspiration module) and stm (specimen transport module) alignments, performed tube bottom alignment, flushed bottom port on the cbc (complete blood count) vent chamber to remove blockage, performed cbc fine gain adjustments, setup the printer in the instrument software to alleviate workstation lockups, deleted audit logs to improve workstation computer performance, adjusted tension in the computer stand, rebooted workstation to re-establish memory lost from running in the patient details screen. The instrument conformed to the manufacturer's published performance specifications.

Manufacturer narrative:
The patient sample was collected in a 4 ml k2 ethylenediaminetetraacetic acid (edta) tube and was stated to be collected properly.